Event description:
It was reported that a staff member indicated that the system displayed a battery message when moving the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained this message was normal during extended movement. The customer confirmed that the patient side cart (psc) battery led indicators showed two solid green and one blinking, indicating the system was charging. The psc 's breaker appeared to be broken. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the circuit breaker to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The probable root cause is attributed to a physically damaged breaker.

Event description:
Refer to h11 for follow-up information.